Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician noted asystole episodes in the implantable cardiac monitor memory but he suspected undersensing. After performing a sensing test, normal values were noted. The physician elected to not take any action. The patient was in good medical condition.